Event description:
We have been informed that during surgery, the system light turns on and off, and before that, there was a decrease in intensity of lighting. The lighting fiber was changed but the same problem occurs. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Manufacturer narrative:
Based on review of the available information, it was not possible to determine the root cause of the reported complaint. It was recommended to replace the led module if the reported issue persists even after several fiber replacements. The module was therefore replaced by the customer. The complaint cannot be confirmed conclusively since nothing was returned to d.o.r.c for investigation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (le-defect-). Since 2020 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure code le-defect- will not always lead to a prolonged/delayed surgery. Please note that while the 2023 incident numbers are up to date, the 2023 installed base figures are from april 25th 2023. As in general the installed base increases, the actual number of devices in the market most likely is slightly higher.

Event description:
We have been informed that during surgery, the system light turns on and off, and before that, there was a decrease in intensity of lighting. The lighting fiber was changed but the same problem occurs. No report that actual patient harm occurred. Surgery was prolonged > 30 min.

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review and a laser module was provided for investigation. Investigation of the returned module confirmed the problem encountered by the customer, the port 1 is defective. Further investigation revealed that the image is blurry for light ports 1 and 3. Based on investigation results, it was determined that the reported complaint is attributable to a defective barcode lens. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (le-lens-barcode). Since 2021 more than (B)(4) surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during surgery, the system light turns on and off, and before that, there was a decrease in intensity of lighting. The lighting fiber was changed but the same problem occurs. No report that actual patient harm occurred, but surgery was prolonged > 30 min.